Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing disconnected from the y-site when removing it from the packaging. The following information was provided by the initial reporter: "issue: bd alaris pump infusion set tubing faulty when opened from packaging. Tubing not connected at y-site directly below pump segment and safety clamp. No patient harm."

Manufacturer narrative:
Investigation summary: the customer reported a separation at the y-site, and returned one unused sample. The sample was clearly separated at the middle y-site, and the complaint is verified. The root cause was found to be shallow insertion depth on the tubing. There was evidence of solvent applied, but the tubing had a short bend at the end showing it was not fully inserted. The tubing and smart site passed dimensional testing. No other failure modes were observed. A device history record review for model 2426-0007 lot number 21099030 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23sep2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.